Event description:
It was reported by the patient advocate that the patient was informed that this cardiac resynchronization therapy pacemaker (crt-p) was among devices known to experience battery-related anomalies as the device ages. According to the additional information, this crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the patient advocate that the patient was informed that this cardiac resynchronization therapy pacemaker (crt-p) was among devices known to experience battery-related anomalies as the device ages. To date, this device remains in service. No adverse patient effects were reported. According to the additional information, this crt-p was explanted and replaced due to normal battery depletion (nbd). Additional information was received indicating that the device of the patient was approaching elective replacement indicator (eri) status and fell under the latest advisory. Due to the dependency of the patient on the device, the physician proceeded with a replacement.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device. This observation no longer meets reportable criteria as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.